Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to poor performance . There are no plans to reimplant the patient with a new device.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).